Event description:
During the procedure, when the physician positioned the coil to the target site, the physician found it cannot be detached. Therefore withdrew it and changed another one to complete the procedure. The coil was successfully removed from the patient and still attached to the delivery system when removed. There were no damages such as stretched/broke/separated to the coil prior to use or after removal. Old dcb and standard cc were used. A predeployment electric check was performed. It was noted that the detachment light did illuminate during the detachment cycle. All connections appeared to fit correctly without excessive force. However the physician was not sure if the difficulty was related to the detachment box or not, but it was reported that the same cc and dcb were used successfully with another coil without any difficulties. This is a (B)(6) male patient with acom (7*6mm). No additional information is available to date.

Manufacturer narrative:
Complaint conclusion: this case involved a (B)(6) male patient having a procedure for coiling of the acom (7*6mm). During the procedure, when the physician positioned the coil deltapaq cerecyte microcoil 5 mm x 15 cm (cat. No. Cdf10051530, lot g11199) at the target site it could not be detached. The physician safely removed the coil through the unidentified microcatheter and changed to another coil to successfully complete the procedure. The undetached coil was still attached to the delivery system when removed. There was no damage such as stretched/broke/separated observed to the coil prior to use or after its removal. A pre-deployment electrical check was performed. It was noted that the detachment light did illuminate during the detachment cycle. The older model detachment control box (dcb) and standard connecting cable were used. All connections appeared to fit correctly without excessive force. It was reported that the physician was not sure if the difficulty was related to the dcb or not, but it was reported that the same dcb and cable were used successfully with another coil without any difficulties. Analysis of the returned device found that the detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the dpu passing the pre-deployment electrical testing, the detachment light illuminating during the detachment event, and the coil's subsequent failure to detach was due to a fracture of the solder joint connection located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components may have contributed to the complaint event. It was noted that the microcoil system was returned in almost pristine condition. The system appears to have either not used or was cleaned/rinsed before being returned, which may have produced further damage to the unit. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Therefore, any trace evidence that may have been complaint related may have been altered or removed prior to the device being returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and product analysis, no corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is expected to be returned; thus additional information will be submitted within 30 days of receipt.